Event description:
It was reported that during an iliac stenting treatment procedure, the express biliary ld stent dislodged from the delivery system. A crossover sheath was used to access the left common iliac artery. The express biliary ld stent was tracked over the bifurcation and came off the balloon. The stent balloon was removed and a 5x4mm balloon was placed through the stent for recovery. The balloon was partially expanded to capture the stent. The stent was pulled back to the right common iliac and due to embolization, it was deployed in anatomy other than the intended. A self expanding stent (ev3) was used to successfully complete the procedure. No pt injuries or complications were reported. Pt's status is reported as "fine."

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.